Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump failed accuracy +7.25%. No patient injury reported.

Manufacturer narrative:
Other, other text: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. The physical condition of the pump was good. The tamper seal was removed. There was no evidence of an error in the event history. The customer's problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The expulsor was replaced. The device passed functional and delivery tests. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.